Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 391 mg/dl. The customer stated that the hospitalization was due to heavy breathing suspected to be caused by cardiovascular issues. The customer also stated that she used a model mmt-397 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.